Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that around one month ago patient begun to feel pain, distortion of sound and ¿short circuit sensation¿. On (B)(6) 2011, she was no longer able to hear. External parts are ok. Testing confirmed that the device is no longer working within specification.